Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leak was found. Therefore, this wear would not affect the functionality of the device. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss at tubing that was visually identified. All components explanted and replaced.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss at tubing that was visually identified. All components explanted and replaced.